Event description:
The event is reported as: because the stapler jammed during use, the surgeon depressed the trigger hard and as a result the component fell part. No report of component falling in the operative site. No patient injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.